Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The reported issue could not be confirmed and the cause could not be determined. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during initial drain on the home choice (hc). The home patient (hp) stated she did not see any obvious reason for the se 2240. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr assisted the hp to end therapy and advised the hp to contact the peritoneal dialysis nurse (pdn). There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.